Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. Date of event is an approximation. On (B)(6) 2026, it was reported that at approximately 9:00 am, the patient became concerned about inaccurate cgm readings when her receiver displayed a glucose value of 90 mg/dl. She performed a fingerstick blood glucose (fsbg) test which showed 330 mg/dl. The patient then presented to the emergency room (ER), where a nurse checked her fsbg and obtained a result of greater than 400 mg/dl (exact value unknown). The patient remained in the ER for approximately 4¿5 hours and was discharged the same day. During her visit, she received IV fluids and IV insulin. The patient denied experiencing any symptoms at the time of the event and stated that she panicked and did not attempt to calibrate the device before seeking medical attention. She reported no ongoing treatment related to the event and stated that she has been doing well since discharge. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. At the ER, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.